Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Toothbrush head does not stay attached to the toothbrush - oral-b [device breakage]. Case narrative: male consumer via e-mail reported that the oral-b toothbrush head did not stay attached to the oral-b toothbrush. No injury was reported.

Event description:
Toothbrush head does not stay attached to the toothbrush - oral-b [device breakage] manufacturing issue - oral-b [manufacturing issue]. Case narrative: male consumer via e-mail reported that the oral-b toothbrush head did not stay attached to the oral-b toothbrush. No injury was reported. 07-oct-2024 case update: the concomitant product lot number was ab13311334. No injury was reported. 21-oct-2024 case update from information initially received on 07-oct-2024: the suspect product was oral-b power oral care refills io series. The concomitant product was oral-b rechargeable toothbrush handle 3758. No injury was reported. On 19-nov-2024 product investigation results: the suspect product was oral-b rechargeable toothbrush handle 3758. The concomitant product was oral-b power oral care refills io series. No injury was reported.

Manufacturer narrative:
On 19-nov-2024 product investigation results: manufacturing issue was investigated. Corrective action is in place.